Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Eval found the bearings and outer gear box with excessive wear, as well as black material around the bearing, and shaft end play, which are identified as contributors. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.